Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.

Event description:
The customer stated that the physician was questioning falsely depressed architect total psa results for one patient. (B)(6) 2022. Patient result: <0.10. A few weeks earlier total psa was 3.1. No impact to patient management was reported.

Manufacturer narrative:
The ticket searches determined normal complaint activity for the lot. Return testing was not performed as returns were not available. Device history record review was performed on lot 33374fn00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Customer field data was used to assess the performance of the architect total psa assay using world wide data through abbottlink. The median patient population result for lot 33374fn00 falls within 1st of the established baseline, indicating the reagent lot is performing acceptably on market, and confirms no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency with the architect total psa reagent identified in this complaint.